Manufacturer narrative:
One used sample was received for evaluation for the complaint that during the tracheostomy procedure it was observed by the doctor that the cuff was not inflating adequately. There was not raised any other customer complaint against reported lot number. As received no damage or anomalies were observed. In attempts to replicate clinical use the cuff was inflated using a syringe provided by ICU medical. The cuff was observed to inflate and then deflate. In attempts to visualize any leakage the set was submerged in a water bath and inflation was reattempted. Leakage was observed from the cuff. Upon further inspection a shaped tear/cut was observed. The complaint of cuff not inflating can be confirmed due to the observed tear/cut. The probable cause of the tear is unknown.

Event description:
It was reported that during the tracheostomy procedure it was observed by the doctor that the cuff was not inflating adequately. The device was not in use after incidence. The event occurred at hospital during use. The operator of the device was healthcare professional. There was 1 quantity affected. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.